Event description:
Pt reported that their meter kept giving the not ok message. This issue was not resolved with troubleshooting. Medical affairs specialist called and spoke with the pt in 2004 to obtain more clinical info. Pt stated that this issue had persisted for two months. During the two months, pt had kept replacing the batteries, thinking that it was a battery issue. Pt still kept getting the not ok message when pt first turned on the meter. This meter is about a year old. Pt stated that three days earlier, pt was feeling weak, cold, and sweaty. Pt tried testing on the meter, but still got the not ok message. Their spouse took them to the hosp where their blood glucose result was 36mg/dl. Pt was given oral glucose, food, and juice. Pt was kept in the hosp for three hours and released. During the two months that the pt had this issue with the meter, pt had continued to take their set amount of insulin twice a day. This case is reported as an adverse event since the pt suffered a serious injury due to the malfunction of the meter.